Manufacturer narrative:
Correction: h6 patient code should have been 2199 rather than 2388 as originally reported.

Event description:
Additional information found indicates the patient had their ipg replaced to address the issue. Therapy was restored.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's programmer received the "replace generator soon" message indicating a true eri message. Surgical intervention may take place at a later date to address the issue.